Event description:
It was reported during remote follow up that the pacemaker exhibited oversensing noise and inappropriate mode switch. No intervention was reported. There were no patient consequences.